Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. A device analysis is currently in progress. (B)(4).

Event description:
It was reported the physician selected a 25mm gore cardioform septal occluder to close an atrial septal defect balloon sized to 13mm. The device deployed successfully; however, following lock release, the device shifted and a shunt remained. This device was removed and a second 25mm gore cardioform septal occluder was deployed and locked with good result. The retrieval cord broke as it was being withdrawn. Both pieces were removed, but imaging showed a .5 -1cm fragment still attached to the right atrial eyelet. The physician attempted to snare the fragment, but was unsuccessful. The device and the attached fragment were left implanted. The patient was doing well following the procedure.

Manufacturer narrative:
This field was inadvertently checked "no" on the initial 30-day medwatch. The user is a health care professional, and field has been changed to "yes" in this follow-up medwatch.

Manufacturer narrative:
The device was returned for an engineering analysis. The investigation revealed that the retrieval cord was broken and showed signs of ribboning on both broken ends. The cause of the retrieval cord break cannot be determined from the evidence available. Based on inspection of this device, there are no indications that the reported event was due to the design or manufacture of the device.